Manufacturer narrative:
Date of event: unknown. Investigation summary: mat: 363079. Lot: 2056903. Bd did receive one photograph from the customer in support of this compliant. The photograph was evaluated and shows citrate tubes with acceptable draw volume level. Additionally, 20 retained samples were functionally tested and the customer's indicated failure mode of overfill was not observed. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tubes it exceeds the filling indicator, reach up to the rim of the tube. This causes blood to spill out when the test tube is opened. The following information was provided by the initial reporter. The customer stated: update the customer says: 'the problem of the coagulation tube filling slightly above the limit marked on the tube is not a rare problem related to some rare tubes, but is a problem that affects practically all coagulation tubes. The photo I am sending you clearly shows this problem. The undersigned has made manual tests by determining tube fills using calibrated pipettes: in fact, the addition of 2.7 of blood in a blank tube causes the liquid level to rise a little above the mark shown in the tube. In my opinion, the vacuum determined in the test tube is correct, only that the thickness of the glass of the test tube, which is normally thicker than that of other test tubes, could be slightly thicker. Personally, I think there is no problem with the reliability of the tests, but the operators have blinders on and would like the batch to be replaced. Please let me know if it is possible to replace it with another batch: there are about (B)(4) pieces." I enclose customer photo, let me know what I have to report to the customer.¿